Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 18oct2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 3.50x20mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After crossing the lesion with a non-bsc guidewire, pre-dilation was performed and a 3.50 x 20mm synergy ii drug eluting stent was advanced but failed to cross the lesion even after multiple attempts. Another 3.50x24mm synergy stent was advance but also failed to cross the lesion. The procedure was completed with a different device. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.